Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a patient who connected themselves and initiated therapy prior to properly priming the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient was connected to the patient line of a cassette during the priming phase of peritoneal dialysis therapy on a homechoice device. The patient had connected to the patient line prior to it being completed primed. The technical service representative assisted the caregiver with ending therapy and the patient was to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.